Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a suprarenal stent graft extension, an infrarenal stent graft extension, limb stent graft extension and a non - endologix sent graft to completed a femoral- femoral bypass procedure. Since the aui device was not able to be delivered, the physician elected to do a reverse build up with endologix devices and non- endologix device. This procedure was outside the indications of use (off- label). Now, seven (7) days post initial procedure, separation of the limb stent graft extension and the non - endologix sent graft (3a endoleak) was identified. The patient was reported as unstable. An intervention was completed. An ovation ix limb extender and another limb stent graft extension were implanted to resolve the separation (3a endoleak). The patient was reported as stable.

Manufacturer narrative:
A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. An attempt was made to obtain medical records and images but was denied as patient authorization is needed. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed with medical records. However, it was reported that the initial procedure was outside the indications of use (off- label) due to the femoral- femoral bypass procedure with a non - endologix sent graft. This off- label procedure most likely contributed to the reported events. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: g1,2: contact office- name has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.